Event description:
The customer reported that their information center "hung" and became unresponsive. Specific details regarding the nature of the symptom were not provided. No patient harm was reported.